Event description:
During an ablation procedure, a blood leak was noted. The device was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.